Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency with the suture? Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? How was the suture originally tied (multiple knots, square knot, etc.)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m.

Event description:
It was reported that a patient underwent an open myomectomy on an unknown date and a barbed suture was used on the uterus. After surgery, bleeding occurred and reoperation was performed. The surgeon commented that the product was probably not the cause of the bleeding and the myoma was a quite large myoma, so the tension might have been too high. Current status of the patient was reported as getting better. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/27/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what is the alleged deficiency with the suture? Doctor suspend excess suture tension. No suture break was found. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Unknown. Date of index surgical procedure? Unknown. The diagnosis and indication for the index surgical procedure? Unknown. On what tissue was the suture used? Uterine. How was the suture originally tied (multiple knots, square knot, etc.)? Unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Please describe any medical/surgical intervention required for this suture event including dates and results. Reoperation was performed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unknown. Was at least one reverse stitch performed prior to closure? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? After surgery, bleeding occurred and reoperation was performed. When did the bleeding occur? After surgery what was the source and triggering event of bleeding? Doctor suspend excess suture tension lead to bleeding. What was the volume of blood loss? Unknown. How was the bleeding treated?reoperation other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event?doctor suspend excess suture tension lead to bleeding. What is the patient's current status? Now recovering well. Lot number? Unknown.